Manufacturer narrative:
The cartridge was not returned to siemens. The customer reported that no other results were questioned. The cause for the discordant results is unknown.

Event description:
The customer reported discordant results for sodium and calcium on the siemens rp 500 and another manufacturers chemistry analyzer. There was no reported injury due to this event.